Event description:
The patient contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed on the date of insertion. The sensor wire initially appeared shorter than normal. The patient later contacted dexcom technical support and reported that there was no breakage in the sensor wire and that it appeared the correct size. The patient reported that he experienced no discomfort at the insertion site, and that no medical intervention was required. At the time of the call to dexcom technical support, the patient reported doing well.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.